Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a white cartridge reload present. The cartridge reload were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the staples were not formed correctly. Not reported how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.